Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7125242, UDI: (B)(4).

Event description:
It was reported that the patients' leads were damaged after a non-device related procedure.